Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During final tightening the driver surgeon couldn't properly tighten the set screws as this instrument was stripped. Procedure was completed with a second driver included in the set. Instrument is worn out and can cause difficulty with proper tightening the set screw completed with same/like product.

Manufacturer narrative:
(B)(4). The mmsi final tightener-x25 driver [product code: 2797-12-600, lot no: gm4065503] was returned for evaluation. Visual examination revealed that the distal tip of the x25 driver has become stripped. Also, the observed damage notes that it is in the direction of tightening. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A review of the complaint trend analysis was performed and no emerging trends were identified as a result of the analysis. The root cause for the distal tip of the x25 driver becoming stripped cannot be positively determined. However, the observed damage is localized to the tip of the driver feature suggesting that a possible root cause may likely be that the driver was not fully seated in the setscrew during the tightening step. No issues were identified during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A trend analysis was conducted. No further actions from trending analysis are required; therefore this complaint file will be closed with no further action required.